Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient experienced a cardiac tamponade and pericardial effusion due to a right atrial (ra) lead perforation. The patient had to have heart surgery and a pericardial window was performed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.